Manufacturer narrative:
Correction: the customer previously provided the incorrect product serial number for this event. MFR site correction: addresses were previously incorrectly reversed. Per the customer, the thermage tip is not available for evaluation. Evaluation of system logs has been completed. The thermage system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Several errors were found to have occurred during the treatment. The majority of the errors (e135 ¿ "both handpiece and footswitch released too soon" and e211 - "max tare force exceeded") were due to user error. The review of the system/data logs does not indicate there is any handpiece or system issue present. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 091318-001. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No root cause can be identified, as the product was unavailable for evaluation. Based on the available information, scabbing, redness, and mild pain are all known possible adverse patient reactions to thermage treatment. The investigation is complete. No corrective action is necessary at this time.

Manufacturer narrative:
Based on the evaluation of the data logs, the handpiece and system performed as expected. Final test verification specifications are acceptable. No nonconformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4). Further investigation is underway.

Event description:
A user facility in (B)(6) reported that a patient experienced red dots/scarring on the left side of the face the day after a thermage treatment. The highest energy level used was 3.5. The provider reported that no system errors occurred during the treatment and nothing out of the ordinary was observed. The treatment tip was inspected prior to use and 3-4 times during the treatment with remaining 600 pulses. After the treatment the provider reported observing a dent on the treatment tip. This was the initial use of the treatment tip. It is not believed that any permanent damage or scarring will occur. The customer reported the treatment to be painful.